Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; the current year could not be programmed into the pump, user not able to progress past the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings: on investigation, the pump powered on normally without issue. The year 2015 was able to be successfully programmed into the pump without difficulty. On investigation, the pump was able to progress past the verify screen and the time and date set accurately. The keypad was found to be intact without damage and all keypad buttons demonstrated normal response to button presses; no hypersensitive or sticking buttons were observed during the investigation. Investigation did not duplicate the alleged history/setting issue and the pump was determined to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).